Event description:
It was reported the pt has not used the scs system for approximately a year and has not charged the systems for approximately a month. The ipg is unable to communicate with external devices and displays a communication error. The sjm representative will contact the pt to evaluate the system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.